Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer contacted technical support, who provided assistance with resetting the pump. After resetting, the malfunction code did not recur, and the customer was informed they could continue using the pump. The customer was advised to call back if the malfunction reappeared, and they acknowledged this instruction.